Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.